Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke during buffy coat collection. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m304 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m304 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 27-jul-2023.

Manufacturer narrative:
The complaint kit and smart card were returned by the customer for evaluation. Review of the smart card data verified the treatment proceeded until an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 1445 ml of whole blood had been processed. Examination of the returned kit verified the drive tube leak as dried blood was observed on the drive tube at the location of the upper drive tube bearing stop. A circumferential groove was found around the circumference near the upper drive tube bearing stop. The evidence to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the drive tube to contact the bearing retainer and leak. The drive tube was pressure tested and verified a leak at the location of the damage to the drive tube. The root cause for the drive tube leak was most likely caused by not securing the drive tube bearing into the retainer clip during installation of the drive tube by the end user. No manufacturing related defects were identified during this investigation. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 04-oct-2023.